Event description:
It was reported by the patient that the remote monitor did not get power when the power cord was connected. It was also reported that when the power cord was connected the power light came on and then went off. A new power cord was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.